Manufacturer narrative:
The meter and test strips were requested for investigation. However, the customer used all of the test strips and the package was discarded. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4) compared to a laboratory result using an unknown method. At 08:47 am the meter result was 29% quick. At 09:20 am the laboratory result was 38% quick. The patient¿s therapeutic range was not provided.